Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
Customer reported high blood glucose (bg) level of 350 mg/dl. Customer addressed high bg with bolus delivery via the pump. The customer requested assistance from tandem technical support to change the pump bolus setting from insulin to carbohydrate.